Event description:
Sterile processing department clerk was handling IV bags and noticed bag leaking from the white (set) port.====================== health professional's impression======================defect in manufacturing - port not sealed properly during manufacture.====================== manufacturer response for IV solution bag, 0.9% sodium chloride in visiv container 1000 ml======================no reply; awaiting return e-mail or call back from manufacturer.